Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The format history file analysis confirmed the pump error 63 and pump error 4 due to poor solder joints at the ambient light sensor on the keypad assembly. The pump was received with a scratched case, a fading serial number label and a stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not alarming at the time of call. The insulin pump will be returned for analysis.